Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Four batteries (B)(6) have not been returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(6). Momentary disconnections will result in an audible tone, this is likely related to the reported ¿disconnection alarms¿. Additionally, one (1) critical battery alarm was logged due to a communication error involving (B)(6). As a result, the reported eve nts were confirmed. The most likely root cause of the reported power switching and ¿disconnection alarms¿ can be attributed to momentary disconnections. There is no evidence that the lubrication servicing was performed on the reported devices. There is an internal investigation for momentary disconnections. The most likely cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. D4: battery/ (B)(6) h6: method code: FDA 4112 results code: 3213 conclusion code: FDA 12 d4: battery/ (B)(6) h6: method code: FDA 4112 results code: 3213 conclusion code: FDA 12, 4307 d4: battery/ (B)(6) h6: method code: FDA 4112 results code: 3213 conclusion code: FDA 12 d4: battery/ (B)(6) h6: method code: FDA 4112 results code: 3213 conclusion code: FDA 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Product event summary: one (1) controller and four (4) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries (B)(6) revealed that the devices passed functional testing and visual inspection. Visual inspection and functional testing of the returned (B)(6) revealed that the locking mechanism in the output connector was damaged. The damaged locking mechanism did not allow the battery to properly connect to a controller. The damaged locking mechanism was likely related to the reported power switching events. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Momentary disconnections will result in an audible tone, this is likely related to the reported ¿disconnection alarms¿. Review of the data log files also revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Additionally, alarm log files revealed that one (1) critical battery alarm was logged due to a communication error involving battery (B)(6). As a result, the reported events were confirmed. The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the damaged battery output connector can be attributed to the handling of the device. The most likely root cause of the reported power switching and ¿disconnection alarms¿ can be attributed to momentary disconnections. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6) h3: yes h6: FDA conclusion code(s): 4307 d4: serial #: (B)(6) h3: yes h6: FDA results code(s): 180 h6: FDA conclusion code(s): 4307, 19 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one (1) controller (B)(4) and four (4) batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries (B)(4) revealed that the devices passed functional testing and visual inspection. Visual inspection and functional testing of the returned (B)(4) revealed that the locking mechanism in the output connector was damaged. The damaged locking mechanism did not allow the battery to properly connect to a controller. The damaged locking mechanism was likely related to the reported power switching events. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Momentary disconnections will result in an audible tone, this is likely related to the reported ¿disconnection alarms¿. Additionally, one (1) critical battery alarm was logged due to a communication error involving battery (B)(4). As a result, the reported events were confirmed. The most likely root cause of the critical battery alarm event can be attributed to a communication error between the controller and battery. The most likely root cause of the damaged battery output connector can be attributed to the handling of the device. The most likely root cause of the reported power switching and ¿disconnection alarms¿ can be attributed to momentary disconnections. There is an internal investigation for momentary disconnections. Additional devices; d1: heartware ventricular assist system ¿ battery d4: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were power switching events with a controller and four batteries. The patient described an audible power disconnect and reconnect with critical battery alarms. The devices were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Associated devices: battery/ (B)(4) / model #1650de / exp. Date: 2018-03-31, UDI#: (B)(4). Device available for evaluation: no; mfg. Date: 2017-03-31; labeled for single use: no; (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2018-12-31, UDI#: (B)(4), device available for evaluation: no; mfg. Date: 2017-12-31; labeled for single use: no. (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2017-07-31, UDI#: (B)(4). Device available for evaluation: no; mfg. Date: 2016-07-31; labeled for single use: no; (B)(4). Battery/ (B)(4) / model #1650de / exp. Date: 2018-12-31; UDI#: (B)(4). Device available for evaluation: no; mfg. Date: 2017-12-31; labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that he patient was experiencing power switching events. The patient described an audible power disconnect and reconnect with critical battery alarms. The devices were exchanged. No patient complications have been reported as a result of this event.